Event description:
Per information provided: on (B)(6) 2014 - patient was diagnosed with incarcerated incisional hernia thereby underwent laparoscopic repair with the implant of ventralight st mesh (device 1). Per op notes, "incisional hernia at umbilicus was noted. The defect was large. A ventralight st mesh (device 1) was placed into abdominal cavity and secured to abdominal wall using sorbafix tacks." (B)(6) 2018 - patient was diagnosed with recurrent ventral hernia, intraabdominal adhesions thereby underwent robotic repair with the removal of mesh (device 1) and implant of ventralight st mesh (device 2). Per op notes, "abdominal wall adhesion were lysed. A recurrent ventral hernia was identified with mesh partly covering the hernia defect. The previously placed mesh (device 1) was removed extracorporeally. Left inguinal mesh was noted. A ventralight st mesh (device 2) was placed and secured to anterior abdominal wall using sutures." (B)(6) 2019 - patient was diagnosed with ventral hernia, intraabdominal adhesions thereby underwent open repair. Per op notes, ¿adhesions were noted between the omentum and small bowel to the anterior abdominal wall and lower abdominal wall was lysed. A prior ventral hernia repair was appreciated. A previous mesh (device 2) was partly covering the fascia and rest was within the hernia sac. Sleeve gastrectomy was done."

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the ventralight st mesh (device 2). An additional supplemental emdr was submitted to represent the ventralight st mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.